Event description:
Customer reported device = 198 mg/dl. Customer stated exhibiting symptoms of hyperglycemia. Customer went to the emergency room. Hospital blood glucose results = 720mg/dl. Customer was administered humalog, put under observation for 11 hours, and then released. Controls were in use. A request was made for the return of the suspect device and replacement product was sent.